Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that after the pocket was closed the leads exhibited high impedance. The physician decided to re-open the pocket and noticed the right ventricular connector was filled with body fluid. The area was cleaned and the leads were re-inserted. At a follow up, the lead impedance and thresholds had increased. Body fluid was noted again in the right ventricular connector area. The device was explanted and replaced on (B)(6) 2012.